Event description:
Pt reported that they were sick with an upset stomach, and their blood glucose was elevated (300's-500's [mg/dl]). Pt was admitted to hosp in 2004 and was released 2 days later (type of treatment received was not specified).